Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming entangled in anatomy) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted, and grasping was performed. To better reduce the mr, the clip was repositioned. However, it was observed that the anterior leaflet was tangled in the gripper. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck. Although the clip remained in chordae, it was able to grasp both leaflets, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.